Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the multi-functional electrode had severe adhesive adhesion and could not be torn open. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that while monitoring a patient, the electrode pad had severe adhesion and could not be torn apart. The electrode pad was not yet attached to the patient. The electrode pad was immediately replaced with another multifunctional electrode and monitoring was continued. There was no reported patient impact or injury. The device was evaluated by the customer only. There was no further information provided regarding the tests the customer performed. However, the customer confirmed that the device was back to normal use after replacing the electrode pads. The customer did not provide the specific information about the pads. Based on the information available and the testing conducted, the cause of the reported problem is unable to be determined. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: the device was evaluated by the customer only.